Event description:
Pt was treated with balloon kyphoplasty for a painful l1 traumatic burst fracture that had been treated conservatively for over one month. A small amount of bone cement extravasated through the fracture line posteriorly toward the spinal cord and laterally. The treating dr elected to convert the procedure to an open procedure removing the extravasated bone cement and stabilizing the spine with rods and pedicle screws. The procedure was completed without further incident and complication. The pt was discharged without sequelae from the surgery.